Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary for (B)(4): the device was returned and analyzed. Analysis of the device revealed normal battery depletion that meets expected longevity.

Event description:
It was reported that the patient called to question device function at elective replacement indicator (eri); the patient reported feeling shortness of breath (sob) and dizziness occasionally and also questioned programming of rate response (rr) after implant. It was also reported that the implantable pulse generator (ipg) went to eri and the patient became symptomatic with pacemaker syndrome as a result. The ipg was removed and replaced with a new device. No patient complications have been reported as a result of this event.